Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced migration of the receiver/stimulator unit. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient reportedly received antibiotics as a result of the extrusion of the receiver/stimulator unit. Subsequently on (B)(6) 2015, the device was explanted. This report is filed january 21, 2016.